Manufacturer narrative:
Serial # = na

Event description:
It was reported that during a gastric bypass, the blade cracked and the device would not work 15 minutes into the case. The case was completed with a like device. No patient consequence.